Event description:
It was reported that 13 or 14 days after gastric bypass surgery was performed on pt, the pt experienced chest pains and expired. Pt allegedly died of pe. The vena cava filter was found in right atrium with massive clot burden.